Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms, noted to have been a gradual rise. The physician did not want to replace the rv lead at the upcoming device change out procedure for this ICD. A max energy shock was performed at the changeout procedure, and a shock impedance measurement of 99 ohms was observed with the rv lead and newly implanted device. This ICD was explanted due to normal battery depletion and was replaced with a new device, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in (B)(6) 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms, noted to have been a gradual rise. The physician did not want to replace the rv lead at the upcoming device change out procedure for this ICD. A max energy shock was performed at the changeout procedure, and a shock impedance measurement of 99 ohms was observed with the rv lead and newly implanted device. This ICD was explanted due to normal battery depletion and was replaced with a new device, which remains in service. No additional adverse patient effects were reported.